Event description:
The fixator was applied to treat a distal radius fracture on 8/20/99. On 8/30/99, it was noted that the nut that holds the universal joint becomes loose. This was retightened without injury to the pt.